Manufacturer narrative:
The device was not returned for evaluation as it was discarded by at the site; however, per report, there was no device malfunction. No kink or damage was visualized on the sheath. A device history review (DHR) for the sheath set was performed and all manufacturers' specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the right access site diameter was 7.92mm; however, per report the patient's vessels were noted to be severely calcified and mildly tortuous. Per the instructions for use, rf3 training manual, and the patient screening manual, this product is contraindicated for tortuous or calcified femero-iliac vessels that would prevent safe entry of the introducer and sheath. In addition, the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, it appears that vessel characteristics contributed to the reported vessel dissection. No further actions are required at this time.

Event description:
As reported by the edwards clinical specialist, the patient underwent a percutaneous transfemoral valve implant procedure via a right femoral artery (rfa) approach. After successful valve deployment, and upon removal of the sheath, a post pelvic angiogram revealed a dissection flap extending up into the iliac to just below the bifurcation, requiring two (10x60 and 10x40) protégé peripheral stents. The patient was administered 1 unit of prbc prophylactically and was noted to have remained hemodynamically stable throughout the procedure and in stable condition when leaving the room.